Event description:
It was reported that the sterile packaging of fifteen (15) solution transfer sets were damaged. The damaged packaging was further described as, ¿packaging was deteriorating¿. The damaged packaging was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d1: brand name and d4: expiration date (update to n/a). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.